Event description:
An aneurx stent graft system was implanted in a pt for the endovascular treatment of an abdominal aortic aneurysm 94 months ago. Aneurysm and vessel morphology at the time of implant was not reported. It is unk how the pt presented and what symptoms were present prior to the intervention. A distal migration of an unk distance of the bifurcated stent graft was identified; however, there was no endoleak noted. The anatomy at the time of migration was described as tortuous (angulated aortic neck). No other information was provided leading to the stent graft migration. Three aortic cuffs from another manufacturer were implanted to resolve the stent graft migration. No additional clinical sequelae were reported and the pt is fine.

Manufacturer narrative:
(Required intervention) - evaluation results: (angulated aortic neck). (Migration).